Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple continued elevated blood glucose (bg) levels up to the 300s (mg/dl) for approximately 1 month. Reportedly, the customer's health care provider (hcp) believes that the elevated bg levels are due to puberty. Customer went to the emergency room (ER) on (B)(6) 2016 when their elevated bg levels first occurred because they also experienced large amounts of ketones. While in the ER, customer remained on the tandem pump to receive basal insulin therapy, and received manual injections for boluses. Contact reported that the customer's ketones were treated, and the customer released later that day with a bg level in target range. Customer has continued to experienced elevated bg levels, and contact reported that they have been treating levels with correction boluses. Contact indicated that they have been in close contact with their hcp regarding the customer's diabetes management.